Event description:
The customer reported system error message, flowcell clog, and approximately three milliliters of clear fluid leaked outside, on the right side of the instrument involving the coulter lh 500 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer indicated patient results were not impacted. There was no patient impact associated with this event. The customer performed further troubleshooting and discovered pinch valve pv37 had a damaged tubing and the valve was broken. Beckman coulter assisted the customer in replacing the valve and tubing to resolve the issue. The customer verified system test and noted all results passed with no further evidence of fluid leak. The instrument was returned to normal operation. The customer indicated the facility has an exposure control or risk management plan in place for biohazard material.

Manufacturer narrative:
Service was not dispatched as the customer resolved the reported issue. In conclusion, the likely cause of the event is attributed to the damaged tubing and broken valve. A definitive root cause is unknown. (B)(4).